Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive button issue. The "up" button is intermittently unresponsive and must be pressed several times to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/06/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. The complaint of the intermittently unresponsive up arrow button was unable to be duplicated; all keypad buttons responded appropriately. The keypad cover was removed and contamination was found under the down arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.